Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported ¿there wasn¿t any lead movement;¿ it was adjusted after surgery. The issue had currently been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016. Product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that they had shoulder pain that started when they had no devices implanted, but since implant, or a week after implant, their pain was enhanced in their neck and shoulder blades and it aggravated their nerve/pain. As a result the consumer was unable to "wear" therapy because it kept making it worse. The consumer was looking to meet with a manufacturer's representative (rep) for reprogramming. As of (B)(6) 2016 therapy hadn't been used for a week or so and had been turned off. The consumer wasn't sure if she had nerve damage or whether the lead could push on a nerve and aggravate it. The healthcare provider (hcp) looked at the shoulder pain before the implantable neurostimulator (ins) was put implanted and said it may have been nerve damage. A CT scan was performed to diagnose the pain but it didn't show any problem, just some bulging disc. It was noted the hcp didn't know if the pain was related to the device, they just wanted to make sure the consumer didn't have "a pinched nerve or something." A steroid injection was given to the upper back-thoracic area and around/under the left shoulder blade which seemed to help, but they still had "slight pain" from their shoulder blade to the left rib. According to the consumer the injections helped with the pain but they were waiting to see how long it would last;hopefully it would resolve the pain, but they would make contact if the pain and muscle spasms continued. It was further reported starting on (B)(6) there was difficulty with coupling and no coupling bars were achieved. The recharger was used to connect with the ins which showed there was 3/4 of a charge. Prior to this there was no issue with achieving coupling. The antenna was repositioned which resulted in two bars, so the consumer was going to continue repositioning the antenna to get more bars. A month later the consumer reported they contacted their pain specialist regarding their pain who asked them to turn the device off for three days to see if it was related to the leads or other issues with the upper back. The consumer was still working on whether the pain was from the lead moving or issues with arthritis. So far the pain had stopped but it had only been four days so they were trying different things and waiting to meet with the manufacturer's representative (rep) for reprogramming and further discussions on things. The consumer noted so far the system worked great to cover their feet and lower back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.